Event description:
Report received of a tubing disconnection. It was reported that the clave extension set was connected to a newly initiated peripheral intravenous access site. When the nurse went to connect an unspecified set to the extension set, it was noted that the clave had disconnected from the extension set and blood was reported to be "leaking". The nurse replaced the clave and then attached the set with the unspecified IV solutions to be infused. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The actual device involved in the reported incident was not returned for analysis. A manufacturing batch record review revealed nothing contributing to this failure. The clave port is a removable piece that is connected solely by a friction fitment and not a solvent bond. The product label states that it is a microbore extension set with removable clave and instructs the user to, "remove caps when required and secure connections."